Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump had helium leak. The patient involvement and injury information is unknown.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6- ((type of investigation code, investigation findings code, investigation conclusion code), h11. A getinge field service engineer (fse) evaluated the unit and confirmed helium alarm and autofill failure in logs. Safety disk was not seated correctly. Fse reseated safety disk which resolved the issue.